Manufacturer narrative:
Investigation summary the reported complaint of separation was confirmed on the returned set. During visual inspection, the safeset port was received separated from the 3" pressure tubing. When the end of the tubing was microscopically examined, insufficient solvent coverage was observed. The probable cause of the pressure tubing separation had occurred due to insufficient solvent coverage on the tubing during assembly at the plant. The lot history and relevant commodities were reviewed, and no discrepancy was identified.

Event description:
Event occurred regarding safeset 60" arterial pressure tubing, safeset reservoir and blood sampling port where it was stated in the report that the arterial line tubing broke apart at the hub to draw labs. When the event occurred, they turned the stopcock to stop the flow, then replaced the entire tubing set. There was a bleed back less than 50 ml. The part of the set has broken apart at the blood draw septum between 6 and 7. They reported that they had another separation of the tubing in the same location happen again that same day and also a few days later. Multiple ICU's reported the event. There was no patient harm reported.